Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had an infection with sepsis. Reportedly, the patient had an echo a few days ago that suggested that something was growing on the leads in the heart. The pocket looked good upon removal. The surgeon dr. (B)(6) believes that the infection was most likely due to some other internal infection at the time of implant. The patient will potentially get a subcutaneous ICD in the future once the infection is resolved. A revision was performed and the ICD, right atrial (ra) lead and right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The device was not returned for analysis.